Event description:
Taxus stent was inflated to 12 atms. Attempt at deflating the balloon was unsuccessful. The balloon remained inflated despite multiple deflation efforts with different syringes and aspiration devices. The balloon would not clear the stent. Several attempts were made to poke the balloon with a stiff wire, all were unsuccessful. The balloon finally burst at 28 atms and was successfully pulled out with the guide.